Event description:
Procedure: urologynecological. According to the reporter: the patient underwent a posterior repair procedure for treatment of pelvic organ prolapse. The patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries. The notice of litigation only lists a competitor's product, known as obtryx transobturator mid-urethral sling system.

Manufacturer narrative:
(B)(4).